Manufacturer narrative:
Multiple attempts to gather additional information were unmet. A sample evaluation was not performed as the graft was not returned. The certificate of assurance for pulmonary valve & conduit sg (sgpv00) sn (B)(6) was reviewed. All attributes identified during inspection were documented appropriately. There are no rejectable attributes. No graft specific ncs were identified for this tissue. No operative notes are available at this time related to the incident and reoperation and no explanted tissue was returned for evaluation. Per the implant summary database, this 23 mm diameter sgpv00 was implanted on (B)(6) 2015 in a 20-year-old male. The location and reason for the implant and the subsequent explant remain unknown. Additionally noted, this valve was explanted 9.7 years later on (B)(6) 2025 and replaced with another artivion 26 mm diameter sgpv00 during the same procedure. Our labeling lists known adverse events related to the use of homografts; many of which may lead to the explant and replacement as was performed in this case. Reoperation in this cardiac population is not an unexpected occurrence. There are no additional details available for the time frame between the original implant in 2015 and the procedure performed in 2025. Given the limited information available, the root cause of the reported explant is not known. Adequate precautions are provided in our labeling. An explant occurring greater than 9 years after implant is not uncommon and demonstrates the homograft performed within expectations. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the implant summary card, there was an explant of artivion tissue during an implant procedure on (B)(6)2025. One previous implant was identified for this patient in artivion's database, sgpv00 (B)(6).